Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, the customer went to the emergency room (ER) and was admitted to the intensive care unit (ICU) on (B)(6) 2025 due to a blood glucose (bg) level of 650 mg/dl and diabetic ketoacidosis. Customer was treated intravenously with fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the ICU, however, the customer reported the treatment resolved the issue and there was no permanent damage. Customer reverted to multiple daily injections for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.